Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set's tape not sticking event on 01-jul-2024. The infusion fell before the duration of its stay. The set lasted for less than 7 days. No further information available.